Event description:
It has been reported to philips that the system did not boot. The device was outside of clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the power distribution unit (pdu) fan tray and dc power supply (dcps) and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the power distribution unit (pdu) fan tray and dcps (direct current power supply) was not working properly, and that the 24v, 5v power supply was defective. The fan tray was returned to philips for further analysis. The analysis confirmed the malfunction, and the electrical overstress (abnormal use caused by customer) was the root cause of the issue. Following the replacement of the pdu fan tray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.